Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient had been seen in the emergency room; however, they were not admitted to the hospital. It was not reported if the patient was connected to pd therapy at the time of death; however, the patient had switched from pd therapy to hemodialysis prior to their death. The cause of death was sepsis. It was not reported if an autopsy was performed. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The patient was diagnosed with sepsis on an unreported date. This report involves an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).